Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the issue was occurring when sitting in on a separate procedure. It was reported that the emitter arm cradle was placed directly next to the metal bar. Re-positioning the cradle resolved the reported issue. The representative was unable to replicate the reported issue when testing the system outside of a procedure. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site was experiencing issues with tracking intermittently during the procedure. The reported issue was not resolved through re-adjustment of the emitter. Instruments were reported to be flickeing in the application software regardless of placement in the electromagnetic field. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.